Event description:
The insert grasper of forcep was worn and may not have been fully insulated. Surgeon had fallopian tube in bipolar forcep. She pressed down on bipolar pedal and pt was shocked. Surgeon stopped cauterizing immediately. No tissue damage or other pt injury noted. A different machine was used to complete the case with no further complications. The 1st machine used was another co's electro-surgical generator. 2nd machine used was this co's electro-surgical generator. After the case, clinical engineering and other co tested the equipment and discovered the problem with the forcep. During the case, it was thought the other co's unit may be the problem, but after the investigation, it was noted the forcep, when used with the other co's generator, did not function properly.